Event description:
It was reported the patient experienced a power on reset (por) condition along with an error code ¿0400.¿ it was stated the condition was able to be cleared with a physician programmer. It was noted the condition had occurred following being ¿wanded for security purposes.¿ it was reported the patient ¿had been running the stimulation, but it had been shutting off on its own showing a por.¿ additional information stated an impedance test was performed and the impedances were all found to be ¿within the normal limits.¿ it was reported that following the security wand experience, the patient experienced ¿her headaches coming back with increased frequency and intensity¿ in addition to the por message she observed on her patient programmer. It was noted following the clearing of the por condition, the patient ¿resumed her normal stimulation.¿ a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant: product ID 3550-29, lot# n296231, implanted: 2011-(B)(6), product type accessory. Product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 3708140, serial# (B)(4), implanted: 2013-(B)(6), product type extension. Product ID 3708140, serial# (B)(4), implanted: 2013-(B)(6), product type extension, product ID 3776-60, serial# (B)(4), implanted: 2013-(B)(6). Product type lead, product ID 3776-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).